Manufacturer narrative:
Based on the current information provided, the cause of the monopolar curved scissor (mcs) tip cover accessory coming off cannot be determined. A product has not been returned to intuitive surgical, inc. (Isi) for evaluation. The tip cover accessory was disposed of by the site and will not be returned to isi for evaluation. .

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the tip cover accessory from the monopolar curved scissor (mcs) instrument was missing. The surgeon stated the orange part of the mcs instrument was visible, indicative of the tip cover missing. An x-ray and ultrasound were performed, but the tip cover was not found. A computed tomography (CT) scan was performed while the patient was still intubated. The CT scan indicated the location of the tip cover was within the inferior aspect of the right rectus muscle near the peritoneal interface. It was confirmed by the surgeon the patient remained intubated, a separate laparoscopic procedure was performed, the tip cover was retrieved successfully. The patient was discharged the same day and is doing fine.